Event description:
A customer reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer through various corrective actions, including disconnecting and reconnecting the tubing and delivering boluses, and ultimately advised the customer to replace supplies as necessary and resume insulin therapy. Reportedly, the customer was using supplies off label by using cold insulin and reusing cartridge.